Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (2 mg/ml at 1.3174 mg/day), clonidine (120 ug/ml at 78.04 ug/day), bupivacaine (1.1 mg/ml at 0.7245 mg/day), and fentanyl (250 ug/ml at 164.67 ug/day) via an implanted pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that there was a refill volume discrepancy. It was unknown by this reporter if any diagnostics or troubleshooting had been done. The issue was not resolved. The hcp was going to do a pump exchange. The patient status was reported as ¿alive-no injury¿. On (B)(6) 2015, it was reported that the patient was exhibiting signs of withdrawal. The troubleshooting performed, actions/interventions taken, the cause of the volume discrepancy, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was later received from a consumer regarding a patient receiving fentanyl, hydromorphone, bupivacaine and an unknown drug via an implantable infusion pump (dose and concentration was unknown). The indication for use was spinal pain and failed back surgery syndrome. In (B)(6) 2015, a volume discrepancy occurred; the actual residual volume was 18 point something ccs and the expected residual volume was 16cc. The patient's pump was going to be replaced.

Event description:
(B)(4) 2015, information was received from a consumer. A refill was performed on (B)(6) 2015. The actual residual volume (arv) was 18.2; the expected residual volume (erv) was 16 cc 'or whatever' there were no discrepancies noted on past refills. The patient was going to follow up with the hcp on (B)(6) 2015 and was hoping to get a new pump that week.